Event description:
During routine device replacement procedure, increased pacing impedance was observed on the right atrial (ra) lead. Fluoroscopy was performed and found that the ra lead slack was tight and lacked the anticipated shape. The ra lead was capped and replaced to resolve this event. The patient was stable.